Event description:
It was reported that during a cholecystectomy procedure, the active blade of the device came off and it was found on the floor. The generator showed an error code. The surgeon finished with cautery and there was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.